Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 34 mg/dl at the time of the incident. Customer stated that she in carelink and don't know how to get her reports. Customer stated that she was told to upload, transmitter seems wonky, cannot stay in auto mode and blood glucose level was 15 mg/dl. Customer bled when she inserted sensor while on hold. The insulin pump will not be returned for analysis.